Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found a broken objective plan at the distal end of the outer tube during evaluation; however; this was incorrectly reported and the outer tube was only bent. Per the legal manufacturer, there is no potential for this issue of a bent outer tube to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to for evaluation and the customer¿s reported problem was confirmed, remote switch was without function. Additionally, the angle of view shifted due to a damage to the outer tube. Also noted, were corrosion inside the cable, broken fibers, undefined light intensity, internal failure of the charged coupled device (r-unit), and dents on outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The video telescope endoeye hd ii was returned for evaluation for a reported ¿malfunction even when the lever is operated¿. Upon inspection and testing of the returned device, a broken objective plan at the distal end of the outer tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.